Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The patient underwent a lung biopsy with 5 punctures with a biopsy needle, but no tissue was removed. Changed a gun and didn't remove the tissue. When the third gun was used, the tissue was successfully removed. ; this incident is used together with the coaxial guide needle. The gun has been tested before use. When the instrument is taken out, it is rotated 360 degrees. The range of use is 23mm. The empty gun occurs at the first needle.

Manufacturer narrative:
A review of the dhrs of the top level and sublots as well as the inspection records was conducted, and no deviations or non-conformances were found relating to this issue. Two opened samples were returned from the customer for review. A visual inspection was performed on the returned products and it was found that the pincers were flattened, inhibiting them from properly obtaining a sample. There are stringent computer/photographic inspections that ensure the pincer is not deformed during the manufacturing process and has the proper radius. When the device is cocked, the pincer comes out of its window and becomes exposed to the tissues and structures present during the operation. Without the use of a proper sized coaxial needle, such as the inner diameter being too small, the pincer can be pushed flat. It is also possible that the needle set was inserted into tissue that was too hard for the sensitive pincer, pushing it flat. Since the most likely cause for the damaged needles is related to an event within the user's environment and not a manufacturing issue, no corrective action can be implemented at this time.

Event description:
The patient underwent a lung biopsy with 5 punctures with a biopsy needle, but no tissue was removed. Changed a gun and didn't remove the tissue. When the third gun was used, the tissue was successfully removed. This incident is used together with the coaxial guide needle. The gun has been tested before use. When the instrument is taken out, it is rotated 360 degrees. The range of use is 23mm. The empty gun occurs at the first needle.